Manufacturer narrative:
Additional information received on 10-jul-2019 that there was no patient involvement. Device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with cracked lens, rear housing cracks near jack plate, and missing battery cover. Event history log review was performed and found evidence of reported problem. Visual inspection and functional user mode testing were performed. The customer's reported complaints were duplicated. During normal operation with the pump upstream occlusion sensor (uso) was on, but the pump uso did not alarm when the upstream source is occluded. Further investigation found "service due" error due to the rtc battery timer indicating 5 years of use. According to the investigation, the pump uso sensor is bad and the rtc battery timeout was reached. Service's will replace the pump uso sensor and rtc battery to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump does not alarm for an upstream occlusion. There was no reported injury to the patient.